Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that the keyboard was functional, but the touchscreen did not respond to touch input. Due to the unresponsive touchscreen, staff were unable to select patients or remove medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation touchscreen would sporadically stop responding. A field service engineer (fse) confirmed that the customer reported that rebooting temporarily restored function, but failures increased over three weeks. The fse reviewed the history of intermittent touchscreen responsiveness. Based on symptoms, the fse determined the issue was isolated to the touch hardware in the all in one (aio). The fse replaced the aio assembly to eliminate touchscreen hardware faults and ensured the new unit was installed securely with all connections properly seated. The fse also powered the system on, verified full touchscreen response after aio replacement, tested navigation, keyboard input, menu interaction for proper function and confirmed system accepted touch commands without delay or failure. Customer completed a workflow successfully using the touchscreen without any errors or hesitation during testing. The system functioned as intended after the field service engineer repaired the device.